Manufacturer narrative:
The device history record of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. The customer had the sample but the manufacturing facility did not need it to be returned due to their identification of the problem. It appears that a new alternate source of polyisoprene had less tear resistance than a previous source for the same thickness control. We have resumed sourcing product from the previous supplier.

Event description:
Physician complained of multiple glove tears during a laparoscopic tah bso - one glove tore in multiple pieces. Some pieces were retrieved from the abdomen and some were found on the floor of the or. The surgeon did order additional antibiotics. No additional updates available on the patient.